Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a sacrospinous ligament suspension, cystocele repair, cystoscopy, left retrograde pyelogram and transvaginal hysterectomy due to stress urinary incontinence, cystocele, vaginal prolapse and left hydronephrosis. The patient underwent a cholecystectomy in 2008 and a sigmoid colon resection and appendectomy in 2009.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh and sparc sling system (ams) were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat bladder prolapse and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, extrusion, bleeding, urinary problems, and dyspareunia. It was further reported that the patient underwent mesh revision on (B)(6) 2004 due to pain, extrusion, and urinary problems. (B)(4).